Event description:
It was reported that a black mark was observed on the reservoir of a large volume infusor; it was not specified if the mark was in the fluid path. This was found during storage. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 13k047 was manufactured from october 14, 2013 to october 15, 2013. Visual inspection was performed and particulate matter was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.